Event description:
It was reported that device entanglement occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. An opticross 18 was selected for use. During advancement, it was noted that the catheter became stuck with the non-boston scientific guidewire. The device was completely removed from the patient, but the guidewire was able to be removed from the catheter outside of the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Lot number from 33819844 to 33817513. Expiration date from 04/13/2026 to 04/12/2026. Device manufacture date from 04/13/2024 to 04/12/2024. Device was returned for evaluation. Visual inspection revealed that kinks were observed in the sheath assembly. Twists were observed in the imaging window assembly. Microscope inspection revealed that the guidewire exit port and tip were in good condition. Functional inspection was performed. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that device entanglement occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. An opticross 18 was selected for use. During advancement, it was noted that the catheter became stuck with the non-boston scientific guidewire. The device was completely removed from the patient, but the guidewire was able to be removed from the catheter outside of the patient. The procedure was completed with a different device. No patient complications were reported.